Event description:
During a gastrostomy procedure, the physician used a cook peg 24 percutaneous endoscopic gastrostomy set. When puncture needle sheath was used in the stomach abdominal wall, the needle sheath had small cracks like wrinkles and had broken. No section of the device detached and became free inside the pt. The surgeon changed to another product to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The device was returned for eval. Our evaluation results confirmed that a small section of the cannula is missing and was not include in the return. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. Investigation eval: our lab eval of the product said to be involved confirmed the report that the cannula on the trocar assembly is broken. During the lab eval, the trocar assembly was examined and it was noted the damage is located on the cannula in two locations. Puncture damage was noted at approx midway of the cannula (3 cm) and the distal end of the cannula is severely damaged - appearance of being ripped/torn. The plug of the trocar assembly was not attached to the needle cannula and was not included in the return. The cannula remains securely attached to the proximal hub. It was found that the needle smoothly advanced and retracted through the cannula as intended. The cannula was removed from the needle assembly and measured. Approx 0.25 inches of the cannula is missing and was not included in the return. The needle was further examined and compared with a new unused product and it was determined that the needle was fully intact and we can conclude that no section of the needle is missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. This limits our ability to conclusively determine a cause. Instructions for use: precautions: during placement and use, care must be taken to avoid cutting, crimping, or damaging component. Tube placement: upon removing the device and its components from the package, visually inspect with particular attention to kinks, bends or breaks, if an abnormality is detected, to not use. Prior to distribution, all cook endoscopy peg 24 percutaneous gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.